Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving morphine (unknown dose and concentration) via an implantable pump for spinal pain. The patient experienced pump pocket wound partial dehiscence on (B)(6) 2016. The dehiscence occurred in the mid section and was small, the size and depth was unknown. Surgical intervention was planned and scheduled; wound exploration was planned for (B)(6) 2016. At the time of this report, the issue was not resolved, patient status was alive - no injury.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. The initial print of the pump logs showed that the pump was programmed to deliver morphine [2.5 mg/ml] at a rate of 0.0156 mg/day, lioresal [78.0 mcg/ml] at a rate of 0.487 mcg/day, and sufenta [10.0 mcg/ml] at a rate of 0.062 mcg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2016-oct-21 from a manufacturer representative. It was reported that the pocket revision did not solve the dehiscence. Two sections of the incision were draining. A culture of the wound noted (B)(6). The pump and catheter were completely explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.